Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited oversensing resulting in inappropriate therapy delivery to the patient. The physician performed an invasive procedure to evaluate the system and elected to implant a new ICD and transvenous defibrillation lead.